Event description:
The customer reported that the collimation is larger than the regulation allows.

Manufacturer narrative:
The ge service rep adjusted the collimator iris to be within 3% of image receptor. The system is operating as intended.